Event description:
It was reported that the balloon of the fogarty catheter ruptured during use. Patient demographic information was requested but unavailable. The device was replaced with another one. There were no patient complications reported. Per product evaluation, the ruptured edges did not match.

Manufacturer narrative:
The reported event of the balloon of the fogarty catheter ruptured was confirmed. The balloon was found to be ruptured. The latex edges did not appear to match up. No deteriorations were found on the balloon latex. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures and to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage or inconsistency was observed from catheter body and windings. Thru lumen was patent without any leakage or occlusion. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed and concluded that a product risk assessment escalation was met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.